Manufacturer narrative:
Exact date unknown, event occurred a week from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7077645.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patients leads were replaced with a paddle and that the patient had great coverage postoperatively.